Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error noted during testing. Hardware low level failure alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin1, u1 keypad assembly. The motor was test outside of the device and passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had detected movement in hall sensor movement error. Customer's blood glucose level was 12.1 mmol/l. The insulin pump will be returned or analysis.